Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the epg (external pulse generator) stopped pacing while connected to a patient. The nurse noticed the patient went "flat-line" and immediately replaced the device with another one. The device was sent to the biomed to be checked. It was connected to an epg tester, and when the output was set at 5v, it would sometimes fluctuate between 4 and 7.4v. The device will be returned for evaluation and repair. There were no further patient complications reported as a result of this event.